Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® k3e 5.4mg plus blood collection tube. The following information was provided by the initial reporter, "they compare normal patients platelets in our edta tube ,and found platelets are less ,some times also platelets clumping found." 2000 occurrences were reported.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Event description:
It was reported that erroneous results occurred after use with a bd vacutainer® k3e 5.4mg plus blood collection tube. The following information was provided by the initial reporter, "they compare normal patients platelets in our edta tube ,and found platelets are less ,some times also platelets clumping found." 2000 occurrences were reported.